Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another battery, powered up the device and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs did not show any charging events or any evidence that the device powered off during the reported event. This report has been closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.